Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were removed/broken. Top case was cracked by the bottom left / right corners. Cracked right and left plunger cases, cracked bottom case and found fluid ingression and contamination. Motor rate error was found in the event history log. The technician performed an occlusion test. The motor rate error was duplicated using the same infusion rate as the customer (944 milliliter/hour). The root cause of the report issue was found to be fluid ingression. The technician replaced multiple parts on motor assembly including bottom and top case.

Event description:
It was reported that the motor rate error occurred. No patient injury was reported.